Manufacturer narrative:
Reader (B)(6) has been returned and is currently undergoing investigation process. A follow up report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness and a loss of consciousness. No further information was provided as the call disconnected. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Reader (B)(6) was returned and investigated. The reader was visually inspected and internal damaged pins of the usb port was observed. Visually inspected the returned usb charger and usb cable and no damage was observed. The damaged usb port prevents the customer from charging the reader which lead to the reader not turning on. The returned reader was de-cased. Although glucose results may be delayed, blood glucose could be determined by alternate means, including use of another blood glucose meter, seeing a physician (as recommended in product labeling), or by seeking treatment at a health care facility. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A battery/no power issue was reported with the adc device. Customer was unable to test due to the device not powering on with button press or test strip insertion and as a result, experienced dizziness and a loss of consciousness. No further information was provided as the call disconnected. There was no report of death or permanent impairment associated with this event.